Manufacturer narrative:
Explant was reported due to endocarditis. The investigation found that there was a tear in cusp 2 and incisions in cusps 1 and 3. Cusp 2 had thinning and loss of collagen fibers. There was fibrous pannus ingrowth on the outflow surface of cusp 2. A thin layer of fibrin was present on all three cusps. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
In (B)(6) 2018, an epic valve was implanted. On (B)(6) 2019, the device was explanted due to endocarditis. The pathology results indicated there was no growth after 5 days. The patient was discharged.